Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv3325 showed no other similar product complaint(s) from this lot number. [1325541- mw5082913.pdf].

Event description:
Medwatch report stated, "during PICC placement, as the rn inserted and advanced the catheter and stylet (at approximately 10-15 cm), there was resistance met and the patient expressed feeling pressure in the armpit/shoulder area. The rn was unsuccessful at attempts to advance the catheter any further; subsequently the catheter containing the stylet was removed. A post PICC line attempt x-ray was performed and indicated there was appearance of a suspected wire fragment in the medial left upper arm. The fragment was removed and identified as the tip of the catheter stylet. "

Event description:
Medwatch report stated, "during PICC placement, as the rn inserted and advanced the catheter and stylet (at approximately 10-15cm), there was resistance met and the patient expressed feeling pressure in the armpit/shoulder area. The rn was unsuccessful at attempts to advance the catheter any further; subsequently the catheter containing the stylet was removed. A post PICC line attempt x-ray was performed and indicated there was appearance of a suspected wire fragment in the medial left upper arm. The fragment was removed and identified as the tip of the catheter stylet. "

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. The distal end of a 3cg stylet was returned for investigation. The stylet segment, which consisted of the polyimide tubing, conductive epoxy, magnets, and core wire were present on the sample. The core wire extended 1.2cm from the proximal end of the polyimide tubing. The remainder of the stylet was not returned for investigation. A microscopic examination revealed the polyimide tubing kinked and folded over the magnet at the proximal end of the tubing segment. The exposed section of core wire was kinked. Residue from use remained within the polyimide tubing. What appeared to be biological residue (e.g. Blood) was visible within the polyimide tubing. The wall thickness of the polyimide tubing was within specification. It was reported that resistance was met during insertion. Attempts to advance the catheter were reportedly unsuccessful. The exact cause of the reported event could not be determined from the returned sample. A lot history review (lhr) of recv3325 showed no other similar product complaint(s) from this lot number. - attachment: [1325541- mw5082913.pdf].